Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, the device left a piece of plastic in the patients eye after the lens was deployed. Additional information was received that, the procedure was completed, the issue was noticed immediately after deploying the lens into the eye at which point the surgeon removed the small piece of blue plastic. There was no patient harm. The surgeon immediately intervened, and the patient was not required to be hospitalized post-op.